Event description:
It was reported that during preparation for a percutaneous peripheral intervention procedure, a balloon detachment occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous right popliteal artery. The 4.00mm/1.5cm/140cm flextome balloon detached from the catheter when the balloon protector was being removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the device was returned in two pieces. The balloon was detached from the shaft and the balloon protector was on the balloon. The protector cap was successfully removed from the balloon and a microscopic examination found that all blades and balloon material were in the correct channels of the cap. There was no damage noted to the balloon or blades. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous peripheral intervention procedure, a balloon detachment occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous right popliteal artery. The 4.00mm/1.5cm/140cm flextome balloon detached from the catheter when the balloon protector was being removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).